Event description:
It was reported that the healthcare provider ordered the l-spine MRI. It was unknown who the following physician for the interstim. Reports when she called patient, patient had indicated the interstim has not been working. Caller do not know why but "what told me". Caller do not know how long it had not been working.

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3093-28, lot# j0511373v, implanted: (B)(6) 2005, product type lead. (B)(4).